Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation was investigated at the hospital by our company representative and the nozzle units in the gas modules were replaced. The device logs were collected, the system was successfully tested and was returned to clinical use. The replaced nozzle units were discarded and could not be returned for investigation. The received device logs confirm the reported alarms for low fio2 followed by high airway pressure alarms. The logs show that the n2o gas module delivered more than expected and thereby decreased the oxygen concentration in the fresh gas delivered to the patient. This also resulted in a higher airway pressure and thus the alarms airway pressure: high. The airway pressure: high alarms result in the activation (opening) of the fresh gas safety valve and will automatically force the system into its expiratory state, avoiding over-pressure situations. We have not been able to determine why the n2o gas module delivered more flow than expected.

Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated alarms for low fio2 followed by high airway pressure alarms. There was no patient harm. (B)(4).